Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of ventricular fibrillation (vf) and to be externally defibrillated. The sensitivity is set at nominal and the electrograms show large deflections amongst fine vf.